Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in need of repair. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer was in need of repair noting that the device passed all incoming and final tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.